Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4968-35 lead, implanted: (B)(6)2007; hm342r27h tissue valve, implanted: (B)(6) 1997. (B)(4)

Event description:
It was reported that the patient developed a hematoma after implant of the implantable pulse generator (ipg). The hematoma was evacuated and the ipg remained in use. Later the patient pocket enlarged, and the patient reported chills and a fever. The device system was explanted due to a suspected infection. The device system will be replaced at a later date. No further patient complications have been reported as a result of this event.